Event description:
It was reported that during an unk procedure, the device gave error 4. No pt consequences.

Manufacturer narrative:
Date sent: 03/30/2009. Eval summary: the hand piece was tested on a generator and gave an error code 3. It no longer meets design specs for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for an error code 4 to occur.